Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus blood glucose results of lo, which on the system indicates a result of less than 0.6 mmol/l, and 6.9 mmol/l within 10 minutes. Reported a second, separate comparison of 5.9 mmol/l on the mobile system and 3.7 mmol/l on the compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.